Event description:
A report was received that the pt's pocket site was not healing as expected. As a precaution, the physician decided to relocate the pocket site and replace the ipg. The physician did not believe there was an infection and no cultures were taken. The pt was reportedly doing well after the procedure.